Event description:
It was noted that a change in sensing values and an increase in thresholds were observed on both the atrial and ventricular leads. The physician attempted to reposition the leads but was unsuccessful. Both leads were explanted and replaced.

Manufacturer narrative:
Na